Event description:
It was reported that during testing the handpiece did not function. The unknown procedure was completed with another device. There was no patient consequence. No further information is available.

Manufacturer narrative:
Date sent: 9/5/2008. Evaluation summary the hand piece was returned and was tested on a generator and gave an error code 5. The device no longer meets specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.